Manufacturer narrative:
(B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin.

Event description:
The consumer reported that their desktop charger connector pin broke off and the desktop charger wires were exposed. These issues started in (B)(6) 2015. The patient was in extreme pain because they were unable to charge their implantable neurostimulator (ins) at the time of the report. The patient was sent a replacement desktop charger. The patient was indicated for spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additionalinformation is received, a follow-up report will be sent.